Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump passed self-test, error test, rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor. We were unable to test for excessive no delivery alarms due to prime anomaly. No motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed motor error. The customer's blood glucose ranged between 129mg/dl-305mg/dl, treated with manual injection. The customer was advised the pump will be replaced and discontinue use of it. The pump passed the displacement test.